Event description:
Patient was in radiology department for a chest CT scan for unresolved pneumonia. Patient had a PICC line placed in the right antecubital. The line flushed well with blood return. At 200cc into the injection, the proximal tip of the PICC line split.